Manufacturer narrative:
System errors were posted, however being a new operator unable to investigate the system error, the operator continued to run the system until the results were questioned by a nurse. A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the wash 1 broken straw. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. One pt was administered an oral low dose aspirin. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. One pt was administered an oral low dose aspirin. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. One pt was administered an oral low dose aspirin. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested on another system and the corrected results were reported. One pt was administered an oral low dose aspirin. There was no report of pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
System errors were posted, however being a new operator unable to investigate the system error, the operator continued to run the system until the results were questioned by a nurse. A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the wash 1 broken straw. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
System errors were posted, however being a new operator unable to investigate the system error, the operator continued to run the system until the results were questioned by a nurse. A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the wash 1 broken straw. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
System errors were posted, however being a new operator unable to investigate the system error, the operator continued to run the system until the results were questioned by a nurse. A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to the wash 1 broken straw. The instrument was repaired. The instrument is performing within specs. No further eval of the device is required.